Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 3.5-5.3 mmol/l): sample ID (B)(6) initial result was 7.03, repeated on another analyzer was 4.53 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched due to the customer reporting a falsely elevated potassium result on the architect c16000, serial number (B)(6). Through an extensive investigation, the fse found wear on the a-line cuvette washer dryer nozzle. The fse replaced the dry nozzle, nozzle, dry (rohs) part number 2-89271-03, and aligned the cuvette washer, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.section g1 - contact office information updated.